Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Only the sleeve of the was returned for analysis in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The device did not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, leakage from trocar was found after instruments had been used, leakage was found both with or without instrument at place in trocar. There were no adverse patient consequences.